Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.